Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization correction: b5: describe event or problem. Based on information received august 11, 2025. Device evaluation summary the returned exalt d scope was analyzed. The device was inspected to see if there was any damage or condition that could have caused the device to have the loss of visualization issue as reported. However, there was not any damage seen on the device. When the device was further inspected, the camera displayed an image as expected. With all the available information, boston scientific concludes the reported event of loss of visualization was not confirmed. The reported event of loss of visualization could not be confirmed with testing of the returned device. All compiled information on this investigation determines that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the exalt model d scope image was lost displaying golf ball sign of prism on the monitor. The procedure was completed using another exalt model d scope. No patient complications were reported as a result of the event.

Event description:
It was reported to boston scientific that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the exalt model d scope image was lost displaying golf ball sign of prism on the monitor. The procedure was completed using a different device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.